Manufacturer narrative:
During impella 5.5 support, on (B)(6) 2025 the purge system blocked alarm occurred. Purge flows dropped to less than 1 and there was a purge pressure of 1141. The team decided to run tissue plasminogen activator (tpa) in purge. On (B)(6) 2025, patient had gastrointestinal bleeding while on tirofiban systemic heparing gtt and heparin purge due to previously administering tpa (tissue plasminogen activator) for purge block. Additionally, on 1/5/2026 patient had neuro status change on (B)(6) 2026. CT scan showed new frontal lobe subarachnoid hemorrahge. Family decided to withdraw care. Patient had been on multiple anticoagulation modalities and had a long duration of a pump run. The following h6 health effect - clinical codes have been added: - hemorrhage/blood loss/bleeding (e0506). - stroke/cva (e0133). The h6 health effect - impact codes now also reflect the patient's passing.

Event description:
It was reported that the device generated a purge system blocked alarm. Purge flow dropped to < 1 ml/hr. Purge pressure elevated to 1141 mmhg. Tpa (tissue plasminogen activator) is running in the purge line to address suspected thrombus or blockage. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Purge pressure high: clinical details noted that "purge system blocked" alarm was triggered. Tpa added to purge but no clinical details were provided as to if alarms and increased purge pressure resolved. The cause of the high purge pressure could not be determined as no product or logs were returned and limited clinical details were provided.

Manufacturer narrative:
B2: added death and death date. D6b: added explant date. H1: changed reportability to death. H6: added code f02. Additional information: care was withdrawn and the pump was left in along with other lines, the customer is unable to send anything back for investigation. Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 55-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During support, a purge system blocked alarm was noted, with purge flow decreasing to less than 1 ml/hr and purge pressure elevated to 1141 mmhg. In response to these findings, tissue plasminogen activator (tpa) was administered in the purge, consistent with standard troubleshooting for suspected purge obstruction. At the time of reporting, tpa infusion in the purge was ongoing. Subsequently, care was withdrawn, and the patient expired. The reported events are a purge system issue requiring medication (tpa) and death. High purge pressures and reduced purge flow may be evaluated as device-related; however, these findings can also occur in the setting of patient-specific and clinical factors, including critical illness, prothrombotic state, and severe cardiogenic shock. The patient¿s death is conservatively being reported on the impella 5.5, as the device was in use at the time of death. However, based on the available information, the death is unlikely to be related to device function and is most plausibly attributed to the patient¿s underlying critical condition, including ami complicated by scai stage e shock.